Event description:
While using blood draw kit by winfield med, the 23g butterfly needle in kit disappeared when venipuncture made. Pulled back butterfly needle was 1/2 inch into green butterfly. Stuck left thumb. This is reoccuring problem. Have also lost needles into tubing.